Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The reporter refused to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.